Manufacturer narrative:
(B)(4). Device passed displacement test and self test. Device was tested with all buttons functioning properly. No frozen screen, time clock anomaly, corroded on keypad traces or stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose was 265 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.